Event description:
It was reported that during a surgical procedure, the electrode had fractured within the cannula. According to the surgeon, if the cannula would have been withdrawn completely, there could have been difficulty removing the remaining component of the electrode from the pt. In this instance, the electrode was able to be removed without medical intervention and and there were no adverse consequences.

Manufacturer narrative:
The device has not been received at the MFR for testing. An eval will be conducted upon receipt of the device and a follow-up report will be submitted after the quality investigation is complete.